Event description:
It was reported that during surgery, the knob became loose and the device came apart. The event happened after cutting the bone, so, back up device was not required. Pieces fell into the patient¿s body and were retrieved. No delay reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The screw that retains the spiked crossbar came out causing the device to disassemble and become inoperable. All pieces were returned. The locking agent was visible on the retaining screw. The device was manufactured in 2018 and exhibits signs of extensive wear / usage. The medical investigation concluded that the device was returned for evaluation and it was confirmed, ¿all pieces were returned¿ during the evaluation. It was also noted that a screw came out causing the device to disassemble and become inoperable. It was communicated that during the procedure, that the bone was cut and a backup device was not needed and although the device came apart, no patient injuries occurred. Since no patient harm is being alleged no further assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.